Manufacturer narrative:
Failure analysis noted that the insulin pump unable to prime during the prime/a33 test due to protruded/loose drive support disk. There was no a33 alarm noted during testing. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 200 mg/dl at the time of the call. The customer stated that the insulin squirted out during manual prime and they were unable to prime. During trouble shooting the she stated there was no gab between the piston and reservoir. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.